Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine office visit, that this patient with a pacemaker device, reported symptoms of light headedness (syncope), similar to those being experienced prior to initial device implantation. The patient was admitted to the hospital. The physician reported the symptoms to be related to loss of capture, resulting in bradycardia (36bpm) and high thresholds 7.5v@1.5ms. The patient was brought into the catheter lab for a revision procedure. The rv lead was disconnected from the device and tested through the psa. Rv pacing threshold was determined as being 1.0v@0.5ms. It was then reconnected to the device and the threshold through the device was then determined as 1.1v@0.4ms. Repeat testing yielded the same result. The device was therefore left in situ and the procedure completed. The physician reported there were no known connection issues seen between the device and rv lead. The device and rv lead remain implanted. No additional adverse patient effects were reported. The physician will monitor the patient closely through the home monitor. A technical service (ts) consultant reviewed information provided regarding this episode. Ts provided recommendations for further monitoring and rv lead integrity testing at the next clinic follow up appointment. Remains implanted.